Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient fell on (B)(6). Since then the patient experienced shocking. There were 4 different shocking events in one day. This was a sudden change. The shocking was all over the patient¿s body. The implant was just turned on today ((B)(6) 2017) since the incident occurred. It was reported that impedance measurements were taken and electrode 7 was > 10,000 ohms. Reprogramming was done to remove electrode 7 from the program. However, it was noted that there was always an issue with electrode 7. The patient contacted the manufacturer representative on 2017-01-18.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.